Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime low glucose events over several weeks along with frequent highs and overall fluctuations while using the ilet bionic pancreas; her endocrinology team advised confirmatory fingersticks for suspected lows and reverted targets to usual, and the agent recommended an assessment with the user opting to begin with an adjustment training. Symptoms included hypoglycemia and hyperglycemia. Outcomes included reduced time in range. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.